Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: the patient presented for MRI of the lumbar spine. Impression: at l4-5, there is a posterior bulge of the intervertebral disc with mild left neural foraminal encroachment. The right neural foramen is patent; at l5-s1, there is posterior herniation of intervertebral disc posterolateral to the right with consequent wright neural foraminal narrowing. The left neural foramen is mildly narrowed. (B)(6) 2008: the patient underwent MRI. Findings: evidence of mild degenerative change with some desiccation of the l5-s1 disc with some posterior bulging. There is some mild neuroforaminal narrowing bilaterally. The disc height appears to be full. The patient also underwent x-rays of the lumbar spine. Impression: no acute fracture or subluxation. (B)(6) 2009: the patient presented with back pain that radiates to the bilateral hip area. The patient notes numbness of both legs but does not have any distinct radicular complaints. (B)(6) 2009: the patient presented with low back pain, and rare numbness into the legs. (B)(6) 2009: the patient underwent discogram, l3-4, l4-5, l5-s1. Findings: the results demonstrated a concordant reproduction of back pain symptoms related to the l5-s1 disc. It showed herniation and annular tear. The l3-4 and l4-5 discs, which were done as controlled level discs, did not show any evidence of significant pain and actually showed a normal nucleographic pattern. Discogenic pain emanating from the l5-s1 level as direct result of her 2002 injury. (B)(6) 2009: the patient presented with low back pain and follow up after discogram. Impression: low back pain; l5-s1 herniated disc associated with annular tear. (B)(6) 2009: the patient presented with severe back pain. (B)(6) 2009 : the patient presented with a preoperative diagnosis of traumatic disc disruption and back pain at l5-s1. The patient underwent the following procedures: l5-s1 total discectomy through posterior lateral retroperitoneal approach; l5-s1 interbody fusion using an interbody cage with autologous cancellous bone, dbm and rhbmp-2/acs ; posterolateral fusion using screws measuring 5.0 x 45 mm with rhbmp-2/acs bilaterally through separate fascial incision on the left at l5-s1 and on the right at l5-s1; use of fluoroscopic imaging and professional interpretation. Per the op notes, after achieving a bleeding endplate by removing a cartilaginous endplate, the surgical team then placed dbm anteriorly through the cannula against the annulus and also a rhbmp-2/acs sponge. Following placement of the screws, they placed rhbmp-2/acs sponge for posterior lateral fusion of the facet joint around the screw captured by the washer that contained the rhbmp-2/acs sponge to ooze out across the facet joints slowly. No patient complications were reported. (B)(6) 2009: the patient presented for post-operative follow up. (B)(6) 2010: the patient presented with severe plantar sensation including tingling sensation, numbing and burning sensation in the left foot. The patient also reports swelling of the lower extremities, the left leg more than the right. The patient has some discomfort in her left hip area probably secondary to gait disturbances that have developed. Both extremities displays pitting edema most pronounced on the left from the mid leg down. Impression: dysesthesia secondary to lumbar fusion; possible regional complex pain syndrome secondary to her surgery; diabetes mellitus adult onset; status post lumbar fusion at l5-s1. (B)(6) 2010: the patient presented with discomfort at the left foot with some stiffness and feels like walking on a pebble. She also reports back pain, some numbness and sensitivity on her left lateral aspect of her calf. (B)(6) 2010: the patient presented for electro-diagnostic studies. Impression: significant edema left lower extremity edema post operatively status post lumbar fusion. Ncv study revealed decreased amplitudes compatible with artifact related to edema. There is an 8 cm difference in diameter left greater than right calf. (B)(6) 2010: the patient presented for a CT of the lumbar spine. Impression: post-operative change at l5-s1; there is no definite fracture; degenerative change and multi-level disc disease. (B)(6) 2010: the patient presented with new complaints of numbness and dysesthesia of the left big toe and sole of the foot. (B)(6) 2010: the patient presented for a x-ray of the lumbosacral spine. Impression: post-operative changes with orthopaedic screws and washers in the pedicles at l5-s1; sclerosis of the endplates at l5-s1; no acute fracture or subluxation. (B)(6) 2010: the patient presented with left hip pain and tight neck and left big toe and some weakness in the left lateral calf and medial foot. The patient has trouble walking and pain in the left hip and numbness in the left leg and stiffness. (B)(6) 2010: the patient presented with the following preoperative diagnoses: l5-s1 possible pseudoarthrosis; left leg sciatica greater than right leg, l5-s1 distribution; exuberant fusion mass impinging left l5 nerve; traumatic back injury. The patient underwent the following procedures: re-exploration of spinal fusion; removal of left l5-s1 facet fused trans facet pedicle screws; left microdiscectomy and foraminotomy with partial resection of l5-s1 facets and left l5 pars, and partial resection of left interbody fusion mass; selective nerve root block, left l5 nerve using a mixture of 40 mg of kenalog and .25% marcaine under direct visualization and fluoroscopic confirmation; placement of autograft laminectomized bone in the interbody space at l5-s1 on the right for supportive fusion. No complications were reported. (B)(6) 2010: the patient presented with left leg pain and numbness with radiculitis in the l5 and s1 distribution. The patient reports difficulty walking and weakness. Assessment: left l5 radiculitis. (B)(6) 2010: the patient presented with leg pain with associated numbness and tingling in her left foot. Walking is made difficult due to this pain. The patient has stiffness in her big toe, left ankle, and some numbness along the lateral aspect of her left leg and some difficulty ambulating. Assessment: left l5 radiculitis; neuropathic pain. (B)(6) 2012: the patient underwent a nerve conduction velocity study. Impression: this is a mildly abnormal nerve conduction study, which is consistent with an axonal neuropathy involving the left peroneal and left posterior tibial nerves, associated with a sensory neuropathy involving the left superficial peroneal nerve. There was no evidence of entrapment neuropathy. (B)(6) 2013: the patient underwent x-rays of the foot. Impression: no abnormality of the left foot. (B)(6) 2013: the patient presented for diabetic footcare. (B)(6) 2013: the patient underwent MRI of the lumbar spine. Impression: status post spinal surgery and fixation at l5-s1; broad based discs at l5-s1, l4-5; no stenosis of the spinal canal; stenosis of the neural foramina at l5-s1 worse on the left with effacement of exiting l5 nerve root. (B)(6) 2013: the patient presented with low back pain, radiating into the legs, accompanied by numbness and tingling. Assessment: spinal stenosis without neurological claudication; disc disease lumbar region; diabetes type ii; polyneuropathy in diabetes; hypothyroidism. (B)(6) 2013: the patient presented for x-rays of the lumbar spine. Impression: post-surgical changes; ossific density noted overlying the l5-s1 disc space laterally on the patient¿s left. This may encroach upon neural foramina at the l5 level; no evidence for frank spondylolisthesis or abnormal motion on flexion and extension. (B)(6) 2013: the patient underwent CT of the lumbar spine. Impression: there is severe left neural foraminal narrowing at l5-s1 being caused by exuberant bone formation from facet hypertrophy, disk osteophyte complex, and perhaps prior bone graft fusion. The bone graft within the l5-s1 disk space shows some surrounding lucency and minimal bony bridging. (B)(6) 2013: the patient presented with pain in lower back radiating into the legs accompanied by numbness and tingling. Assessment: diabetes; polyneuropathy in diabetes; lower back pain; obesity; hyperlipidemia; hypothyroidism; exostosis; spinal stenosis without neurological claudication; disc disease, lumbar;anxiety; overweight. (B)(6) 2013: the patient presented for follow up after lab report and pap smear. Assessment: uns follow; diabetes neurological manifestation type ii; polyneuropathy in diabetes; overweight. (B)(6) 2013 : the patient presented with low back pain, as well as numbness and cramps on both lower extremities. Assessment: spinal stenosis, lumbar without neurological claudication; lumbago; anxiety; pure hypercholesterolemia; acute bronchitis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: she also had numbness/tingling and weakness in both legs.